Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 468 mg/dl. Customer also reported that insulin pump had blank display. The customer was treated with insulin pump. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic. Unable to perform displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test due to blank display.